Event description:
It was reported that during a percutaneous intervention (pci) procedure, an erratic gauge reading occurred. The target lesion was in an unspecified location. The physician was using an encore 26 inflation device, the gauge stopped then suddenly went up, gauge movement was unstable. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that during a percutaneous intervention (pci) procedure, an erratic gauge reading occurred. The target lesion was in an unspecified location. The physician was using an encore 26 inflation device, the gauge stopped then suddenly went up, gauge movement was unstable. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the returned unit was inflated to 26atms, the plunger was functioning as intended and no issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).